Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 90-180 mg/dl. Reportedly, the alarm cleared and the customer successfully resumed insulin delivery. Customer continued to use the pump for insulin therapy.